Event description:
The pt ((B)(6)) received their scs system including percutaneous leads. It was reported that one of the leads was giving invalid impedance readings and that the lead's function was unstable. The explanted lead (lot number not provided) was returned to ans for eval. No further info is available.

Manufacturer narrative:
The lead passes all functional tests and appears to be in good condition. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.